Manufacturer narrative:
Date of event - (B)(6) 2011. Additional suspect medical device components involved in the event: model#: sc-1110-02 serial#: (B)(4) model description:precision implantable pulse generator.

Event description:
A report was received that the patient was experiencing a burning sensation at the pocket site. The bsn sales representative was able to provide the patient with adequate stimulation. However, the patient indicated that the stimulation was aggravating his pain rather than helping it. The physician is providing injections to help with the patient's pain.

Event description:
A report was received that the patient was experiencing a burning sensation at the pocket site. The bsn sales representative was able to provide the patient with adequate stimulation. However, the patient indicated that the stimulation was aggravating his pain rather than helping it. The physician is providing injections to help with the patient's pain.

Manufacturer narrative:
Additional information was received that the injections were given to the patient for other areas unrelated to the stimulation. The patient is receiving adequate coverage.